Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00985. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system ace 68 reperfusion catheter (ace 68). During the procedure, while advancing a 3maxc through an ace68, the physician experienced resistance and the 3maxc stretched and unraveled. Subsequently, the 3maxc became stuck inside the ace68 and therefore, both devices were removed as a system. The procedure was completed using a new 3maxc and ace68. There was no report of an adverse effect to the patient.